Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection of filament a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction occurred due to disconnection of filament. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the halogen lamp did not light up. The issue occurred during inspection for use. The intended procedure was completed by using a similar device. There were no reports of patient harm or injury.